Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that the motor device had a split in the outer cable protection hose. During service and evaluation, it was observed that the motor device locking components were damaged. It was noted that the locking mechanism was worn out, the hose was cut, and the motor was worn. It was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessments, handpiece temperature assessment, and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.